Event description:
I have been having extreme fatigue cramping with cycle and now have a high eos count for the last 3 blood draws the doctors have preformed. Am now waiting to find out more of what's going on but the extreme fatigue has been the worst of all when I can't even get out of bed most days to take care of my 3 children.